Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2009 and performed self-tests up to the (B)(6) 2010. The pad-pak was removed. Manual power ups of less than one minute duration were recorded during this time. This may suggest the user was regularly power cycling the device. The device records nonsensical data which may suggest the user was attempting to install a pad-pak, the device then fails a self-test due to a low battery. A decrease in voltage was observed during each failed self-test. An increase in voltage later on the (B)(6) 2010 would suggest a further pad-pak was installed. The device records 10 minute manual power ups between the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The self-test fails may be due to the pad-pak not being properly seated in the device or a partially depleted pad-pak may have been installed. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.